Event description:
Pt's family member callled lfs and alleged that pt's meter was reading inaccurately low. Family member stated that the pt has owned this meter for about 2 years. Family member stated that in july the pt was on vacation. One week after returning, the pt began acting strange. He was experiencing lung congestion. In 2004, the pt was admitted to the hospital because he was disoriented. He was admitted to the hospital for kidney failure. Pt's family member was not willing to provide any of the results that the pt obtained on his meter or in the hospital without the pt's consent. Family member only gave examples, such as, if the pt had a result of 8.2 mmol/l, the pt would interpret the result as 82 mg/dl. He was unable to state how the meter came to be in the wrong unit of measurement, family member stated that the pt was not in the right state of mind to answer any questions. Family member also was unwilling to provide any of the information regarding the hospital visit such as treatments given. Family member stated that the pt was originally taking oral medications for his diabetes and is not taking insulin. The pt's family member was concerned that the meter measurement could be changed without the pt being aware.